Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported poduct has been returned and pending investigation at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of burn marks were observed. Customer stated that their reader was too hot to hold and they have also stated that the battery is draining fast. Reader was powered on and no evidence of customers complaint of reader becoming too hot to hold was observed. Black spot was observed while powering on reader. Black spot observed when powering on reader was not contributing to the customers complaint. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) and no signs of damage, burn marks or corrosion was observed. A further extended investigation was conducted. Visual inspection was performed on the returned reader using a digital microscope and no anomalies were observed on the pcba (printed circuit board) of the returned reader. Data review is not required as glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured, however results were not within the specification range. The abnormalities were observed on the returned battery, and when connected to a charging cable it was observed to be charged normally. Off-current consumption testing was performed to check the current draw of the returned reader. The current draw on the returned reader was within specification with an nxp processor. Reader was also monitored under thermal camera during operation, no abnormal hotspots were observed. Built-in-self test was performed using the reader's software and the test passed. It was observed that the current consumption test was within specification, the reader functioned as intended, and no evidence of smoke, fire or shock was observed during the investigation; therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.